Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Reportedly, the touch screen became black and customer was unable to interact with the pump. Customer's blood glucose was 165 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.